Event description:
It was reported by a neurologist that he had error message checksum byte not received and failed to receive all bytes while attempting to interrogate a vns pt. The neurologist did not have the handheld connected into the ac power supply and the 9 v battery in the wand had been changed previously. Furthermore, info from a company rep indicated that the neurologist had successful interrogation, system and normal mode diagnostic testing with his demo generator. Moreover, info from the company rep indicated that the physician was able to interrogate another vns pt using the same programming sys with no issues. At the moment good faith attempts to obtain additional info have been unsuccessful to date.